Manufacturer narrative:
Investigation summary: two samples were received from the customer for investigation. The samples were visually examined using unaided vision and it was observed that one of the returned samples had brown foreign matter (fm) on the ribs of the plunger rods and that the second sample had brown foreign matter (fm) on the thumb press of the plunger rod. The fm was visually examined and was identified to be oil which likely came from the ejector pins. Oil on the ejector pins can be caused by excess oil coming from the airlines that move the ejector pins. This can potentially transfer from ejector pins to the parts as they are molded. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the syringe has a brown oily liquid on them with a 30 ml bd luer-lok¿ tip syringe. This occurred with 2 syringes prior to use. The following information was provided by the initial reporter: it was reported that syringes have a brown oily liquid on them.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe has a brown oily liquid on them with a 30 ml bd luer-lok¿ tip syringe. This occurred with 2 syringes prior to use. The following information was provided by the initial reporter: it was reported that syringes have a brown oily liquid on them.